Event description:
The customer alleged that the ventilator stopped cycling while in patient use. No patient harm reported. The nellcor putritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.